Event description:
It was reported by svc report that when the zoom handles are activated the bed goes into reverse. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell.